Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a foreign material inside the tip. The magnetic and force feature were tested. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section and a foreign material inside it. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined, this damage could be related to the force issue reported by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section and a foreign material inside it. It was initially reported by the customer that when moving from the left pulmonary veins to the right they were getting high force readings and a force out of range error 95. Changing the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence. The customer¿s reported force issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 3-nov-2023, the bwi pal revealed that a visual inspection of the returned device found a hole on the surface of the pebax section and a foreign material inside it. These finding were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.